Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: read eprom error. Problem suspecting with control board - startup not possible. No patient involvement.